Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The pump reportedly lost power without user intervention and had received multiple loss of prime warnings. The patient reportedly had a blood glucose value of 345 mg/dl with no signs or symptoms, which does not meet animas criteria for a serious injury or adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/16/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/25/2013 with the following findings:a review of the black box history showed evidence of power on resets. There was no visible damage to the battery compartment or returned battery cap. The battery cap was found to be within specification. The returned battery cap attached to the pump appropriately. The pump powered on and was exercised for 24 hours with no power issues observed. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The complaint observed in the pump history could not be duplicated during testing. Unrelated to the complaint, evaluation revealed a discolored display. A test screen was inserted and was found to function properly with no visible signs of discoloration.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.